Event description:
It was reported that patient enrolled in clinical study and underwent a left total knee arthroplasty on (B)(6) 2010. A subsequent revision of the ploy bearing was performed due to infection. No further information has been provided.

Event description:
It was reported that patient enrolled in clinical study and underwent a left total knee arthroplasty on (B)(6) 2010. A subsequent revision of the ploy bearing was performed due to infection. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.

Manufacturer narrative:
This follow-up reporting is being filed to relay the corrected initial procedure date.